Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed as the product lot number was not provided.the omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."omnipod insulin management system ¿ user guide:model: ust400;14421-aw rev h / 2016;using the pod 5;page 44.

Event description:
Patient's mother reported taking her child to the (B)(6) medical center where she was diagnosed with a staph infection and prescribed mupirocin cream. White pus present at the site of the cannula.